Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced diplopia, blurry vision that was not correctable and a defective iol. The iol was exchanged. Additional information was provided by the surgeon, who reported that the event resolved with the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The replacement lens was a different cylinder and spherical power. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the iol was exchanged for a different model a half a diopter difference in power.